Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 around 10 am and (B)(6) 2018 with blood glucose estimated 2000 mg/dl. Customer¿s current blood glucose is 97 mg/dl. The customer was treated with insulin pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Reasons why customer alleges pump is under delivering is that the insulin pump not delivering accurately . Customer is not calling back to perform an high pressure test. Customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.